Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that there were large discrepancies between her sensor glucose and blood glucose readings. The patient stated that her sensor glucose was between 55 mg/dl and 60 mg/dl when it alarmed and caused the pump to suspend when her blood glucose was actually 138 mg/dl. Troubleshooting was initiated for the inaccurate reading. The customer confirmed that she has had to calibrate her sensors at less than ideal times due to a combination of sickness and medical issues. She also mentioned that she has had both hyperglycemic and hypoglycemic episodes, which she also contributes to her unstable health. The customer was advised to remove and replace the sensor. The sensor will be returned for analysis and a replacement sensor was shipped to the customer. The customer also requested a letter of analysis once the questionable sensor has been tested and inspected.